Event description:
It was reported that intermittent cartridge alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer continued to use the pump for diabetes management.